Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that post fall the patient began experiencing pain at the ipg site. A lead diagnosis was also performed and revealed high impedances across one lead. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the lead was explanted and replaced, and the ipg pocket was resized to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.